Event description:
The article, "single arterial access closure of post-infarction ventricular septal defect", was reviewed. The article presented a retrospective, multi-center study on percutaneous device implantation for post-infarction ventricular septal defect (pivsd). Devices included amplatzer post-infarct vsd occluder and amplatzer septal occluder. The article concluded single arterial access for percutaneous closure of pivsd is a good option for these extremely high-risk patients, in the era of effective large-bore arterial access closure. Mortality remains high, but patients who survive to discharge do well in the longer term. [The primary and corresponding author was (B)(6)] the time frame of the study was from (B)(6) 2018 to (B)(6) 2022. A total of 9 patients were included, of which all received an abbott device. The average age was 67.2 years and the majority gender was male. Comorbidities included hypertension, diabetes, prior ischemic heart disease, chronic kidney disease, obesity, smoking, history of malignancy, acute coronary syndrome - st-segment elevation myocardial infarction, thrombolysis, primary percutaneous coronary infarction, cardiogenic shock.

Manufacturer narrative:
Summarized patient outcomes/complications of percutaneous device implantation for post-infarction ventricular septal defect (pivsd) were reported in a research article "single arterial access closure of post-infarction ventricular septal defect", in a subject population with multiple co-morbidities including hypertension, diabetes, prior ischemic heart disease, chronic kidney disease, obesity, smoking, history of malignancy, acute coronary syndrome - st-segment elevation myocardial infarction, thrombolysis, primary percutaneous coronary infarction, cardiogenic shock. Some of the complications reported were death, unexpected medical intervention (intra-aortic balloon pump), residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: single arterial access closure of post-infarction ventricular septal defect